Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. Customer tried troubleshooting for the same but critical pump error occurred again. Customer states critical pump error happens often. It is unknown whether automode feature was in use at the time of the event. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Device was also received with scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label faded, pillowing keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads.